Event description:
The customer reported that the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The poor contact on the closed circuit digital camera cable was removed. The system was tested and found to be working as intended and put back into service.